Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned 1.5mm hex driver tip (small shaft) (part number: hpc-0015, batch: 560298) was examined under magnification. Under magnification, it was confirmed that the 1.5mm hex driver tip (small shaft) (part number: hpc-0015) had batch number: 560298. Torsional and oblique fracture patterns were identified at the tip end of the driver. The overall driver length was measured to confirm fracture point. The driver measured approximately 3.917 inches, indicating that approximately 0.083 inches of the driver broke off. The returned driver tip measured 0.111" to its longest point. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis, while an oblique fracture pattern likely indicates some side loading (bending), away from the driver's central axis, was also applied to the hex tip. Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code: (annex b): updated to 10, 3331. Investigation findings code (annex c): updated to 3243.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a surgery, the surgeon was implanting a 2.3 x 22mm locking screw when the tip of the driver snapped off in the screw. The surgery was completed with a spare driver tip from the tray after a 2 - 3-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00036 for the screw involved in this event.